Event description:
It was reported the patient had a lot of pain at their incision site. The patient was on their second pain medication and just ran out. The patient also experienced a ¿buzzing¿ in their legs at their keyboarding class. Decreasing stimulation resolved the issue. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va0g987, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported the patient continued to have minor pain at the incision site off and on. The pain started an hour after sitting or standing. The patient had lost weight since implant. Emi was not the source of the issue. The patient took motrin to feel better. The patient recovered without permanent impairment.